Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr(B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; if explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. (B)(4). Device evaluation: the product was returned to the manufacturing site. The plunger was observed in advanced position. The pcb00 device was observed under microscope and scarce amount of viscoelastic were observed at the cartridge. The lens was observed with residues of viscoelastic. The reported issue dc-delivery issue was not verified and it could not be determined if the condition reported is related to manufacturing process as the reported device was handling and used in a surgical procedure. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. The complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed one (1) additional complaint has been received for this production order number, but is not related to this reported event. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 intraocular lens (iol) was stuck in the incision when inserting into the patient's eye. Sutures were used to complete the procedure with a back up lens. Reportedly, patient is doing fine post surgery. No additional information was provided.